Manufacturer narrative:
The tech found the head up valve was not functioning. The tech replaced the valve to repair the bed.

Event description:
Info received indicates the bed has no head up function.